Event description:
Malfunction: laser switching between laser ready and not ready mode. An ophthalmic tech reports the laser system was switching from ready mode to not ready mode prior to surgery.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory mgr found no problems with the device and could not duplicate the reported complaint. As a preventive measure, the tm advised the operator to lock the infrared lighting halo in place prior to pressing the ready key, before starting surgery. The tm successfully completed the system verification. A review of the complaint database for the 3 months prior to the receipt of this complaint, there were no other complaints of this nature received for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be identified for the reported problem. (B) (4). (B) (4). (B) (4).